Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high and low blood glucose. The blood glucose was 415 mg/dl and sensor glucose was 335 mg/dl and earlier day the blood glucose was 48 mg/dl and was treated with the food. Troubleshooting was not done for the high and low blood glucose. The device is not expected to be returned for analysis.